Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was stuck into the rewind process. Blood glucose level of the customer was over 200 mg/dl. The customer was assisted with the troubleshooting. The customer also stated that the insulin pump had failed battery test. The insulin pump will not be returned for the analysis.